Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue could not be confirmed. A system checkout was performed and the system is working as intended. The computer was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was not confirmed. The computer was returned unused. The switch board was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was not confirmed. The switch board was returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would not boot. They tried to boot with the systems connected, but it would not finish the booting process and the mobile view station (mvs) would "blank out" after a few minutes. Then they attempted to boot with the systems disconnected, and the mvs booted normally, but the image acquisition system (ias) would never not move past "system booting". No patient was present at the time of the event.